Event description:
It was reported the output delivered via the analyzer was questioned by the physician due to capture being demonstrated at a setting of 0.1 volts @ 0.50 millisecond during lead testing. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Pins on a patient input connector were found damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.